Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that there was leak at marked of 20 cm from the catheter. Patient status/ intervention: change new wire.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 2 fr per-q-cath was returned for evaluation. An initial visual observation showed some use residue on the returned sample and dried residues within the catheter tubing. The sample was flushed with a 12 ml syringe of water and a leak was found near the 9 cm depth marker. A microscopic observation revealed two small diagonal splits in the catheter tubing at the leak site. Additional damage was observed on the interior of the catheter tubing. The location, extent, and physical characteristics of the damage observed in the returned sample indicate the catheter was likely damage due to excess friction from the stiffening stylet. This can occur if the stylet is moved within the catheter prior to proper hydration of the stylet and/or due to excessive manipulation of the catheter with the stylet inserted.

Event description:
It was reported that there was leak at marked of 20 cm from the catheter. Patient status/ intervention: change new wire.